Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: image issue was due to stress problem and remaining issues were due to degradation problems of the components and contamination of device by foreign material from environment was identified. The root cause of reported issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that there was no image during angulation, electrical-connector unit was corroded, and following parts were found dirty: image guide cover lens, insertion tube, bending tube, and control unit / control grip unit. There was no patient involvement.